Event description:
Reportedly a 27ga. Spinal needle was being repositioned during insertion by the crna. The needle was noted to have broken. No other details have been provided at this time. Add'l info from the crna. The pt was on left lateal side and nothing abnormal was taking place. The crna states placed this in the l3-l4 area and met the normal resistance of the ligament and thought was through after feeling a pop. The crna withdrew the introducer some and there was no spinal fluid noted. The crna did not think that much of a prolem and advanced the spinal needle. Still there was no csf return. The crna pulled the spinal needle out and only 1/2 of the needle came out. The crna pulled the introducer all the way out thinking the needle was inside of it but it was not. A neurosurgeon was called as well as the chief anethesiologist was called. The pt had x-rays to locate the needle retained in the pt. This procedure to remove the retained spinal needle was done under local and sedation. No other problems noted.